Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the user indicated the device was used to retrieve a plastic stent. This device is not intended to be used for removal of plastic stents. The intended use in the instructions for use (IFU) states: "this device is used with an electrosurgical unit for endoscopic polypectomy." The retrieval of the plastic stent is the most likely cause of the sheath kinking near the handle of the snare device, therefore causing difficulty when retracting the snare head. The instructions for use also states: "do not use this device for any purpose other than the stated intended use." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comment regarding this report: based on the information provided that the device was used to retrieve a plastic stent, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acusnare polypectomy snare. While attempting to remove a plastic stent, using the complaint device, the sheath curled up near the handle when trying to retract the snare into the sheath. Due to this, there was some difficulty removing it from the endoscope, but the device was eventually removed with no harm to the patient. Another device from the same lot number was used to complete the procedure successfully. There was no reportable information at this time. Additional information was received on 01/31/2018: the nurse said that there was resistance with the snare on retraction.